Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd q-syte closed luer access port - bns leaked. The following information was provided by the initial reporter: this is a complaint about q site damaged. It was reported that liquid dripping from the upper rubber screw part of q site during use.

Event description:
No additional information.

Manufacturer narrative:
The complaint of a damaged q-syte connector and subsequent leaking was confirmed. A joint investigation between atom and bd was performed. Atom¿s investigation report of the physical sample confirmed the reported defect of leakage. Bd was only provided photos of the sample for evaluation. No damage or defects were identified on the q-syte connector; however, one image showed what appeared to be fluid under the unit, which may have been due to the unit leaking. The observable features on the provided photographs did not contain enough information to identify a specific root cause of the reported event. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.